Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient experiencing phrenic nerve stimulation presented in clinic for routine follow-up. Device interrogation revealed the ventricular lead exhibited high capture thresholds in both unipolar and bipolar configurations. All other electrical measurements were stable. The device was reprogrammed to fixed output resolving the nerve stimulation. The lead was capped and replaced on (B)(6) 2016. The patient¿s condition was stable post procedure.